Event description:
It was reported the catheterization teacher found that there was a leakage during the operation, which affected the normal use. Reopen the new catheter for patient placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the catheterization teacher found that there was a leakage during the operation, which affected the normal use. Reopen the new catheter for patient placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the catheterization teacher found that there was a leakage during the operation, which affected the normal use. Reopen the new catheter for patient placement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong catheter. Functional testing of the catheter found that a leak was present at the 42cm depth marker. Microscopic inspection of the leaking area found that a small longitudinally aligned tear was present. The edges of the tear appeared to round in towards the interior of the catheter tubing, ruling out the possibility of sharp instrument damage. The catheter tubing was bisected to inspect the inner wall for evidence of stylet damage or any other internal damage. However, no damage to the inner wall, other than the tear previously identified, was observed. Insufficient evidence was found to conclusively determine the root cause.

Event description:
It was reported the catheterization teacher found that there was a leakage during the operation, which affected the normal use. Reopen the new catheter for patient placement. No other information was provided.